Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a prostate procedure, the side-firing fiber was noticed to have "excessive fiberlife activity at 9 minutes and 46,045 joules". The procedure was continued with a second fiber which had "decrease in fiber vaporization efficiency at 12 minutes and 63,502 joules"; a third fiber was used and was reported to be "forward firing at 16 minutes and 206,045 joules". The procedure was completed with a fourth fiber. Pt outcome: "no damages to the pt". This report is for the third fiber.